Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer required assistance from the paramedics due to low blood glucose levels. Troubleshooting was performed and the customer stated she was unsure about what the settings should be for the insulin pump. The self test passed.